Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified as evaluation did not properly assess for the reported condition of unable to get upstream occlusion during testing. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was unable to get an upstream occlusion alarm. The problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.